Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user accidentally submerged the ilet in water while abroad, after which the device would intermittently wake, display a restart-like empty circle, and then become unresponsive despite hours on the charger; a replacement was arranged and the user reverted to backup therapy, with blood glucose reportedly unaffected. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other clinical effects. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy without medical intervention or hospitalization. Investigation included device replacement logistics, instructions to shut down the device, guidance to continue cgm via the dexcom app or receiver, and arrangements for return shipping. Investigation of this case revealed a suspected device malfunction consistent with water exposure, leading to a nonresponsive screen and inability to power on, indicative of hardware damage affecting the display or power/control subsystem. It was concluded, based on previously established findings for similar reports, that the cause was likely liquid ingress, causing hardware failure.